Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported occlusion alarms occurred. The customers blood glucose value was 536 mg/dl. The customer attempted to self treat with manual dose injection, however went to the emergency room. The customer was released from the emergency room with issue resolved. The customer reverted to an old insulin pump for insulin therapy and a replacement pump was sent to the customer to resolve the issue.